Event description:
It was reported that, an 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the event. The se inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and installed the operational software to the latest version. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphical user interface printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs an investigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.